Event description:
A customer reported to baxter corporate product surveillance an interlink catheter extension set in which a leak was observed at the connection of the interlink to the IV tubing of the extension set. According to the report, the facility believes that the set does not feel smooth and the ridges were not as sharp or delineated. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: two actual samples were returned to the manufacturing plant for evaluation. One of the units was received connected to an unknown set, missing the interlink injection site, and contaminated with blood. Visual inspection revealed that one of the units had a flash condition on the surface of the microbore winged female luer lock adapter. Functional testing was performed on the samples. The sample with the flash condition failed the functional test since a leak was observed in the microbore winged female luer lock adapter. Therefore, the reported condition was confirmed. An assignable root cause was not determined.